Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found all keys inoperable except the 1st and 2nd soft keys. The eval also found an automatic and constant output of the 4th soft key, caused by a damaged keypad due to an external influence. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. The keypad will be replaced.

Event description:
During a baxter eval a pump keypad was found to have inoperable keys and an automatic and constant output of the 4th soft key. There was no pt involvement.